Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen to be implanted into a anterior "chicken wing" laa utilizing a 12f amplatzer torqvue delivery sheath. The anatomy was very tortuous. The sheath was advanced to the laa. When the 22mm amulet was advancing through the delivery sheath, the sheath was slightly pulled out of place in the laa. The sheath was pushed forward to reposition but it was pushed too much and the the sheath punctured the back wall of the laa into the pericardium. The 22mm amulet remained within the delivery sheath. The patient remained hemodynamically stable as the sheath contained the leak. The sheath was then removed and pericardiocentesis was performed and recycled through groin access. 1000 ml of fluid was removed from the pericardium and recycled. The patient developed cardiac tamponade, so the patient was then sent to surgery to stabilize the effusion. The patient is reported to be stable and discharged. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of difficulty advancing (advancement difficulty through patient anatomy) was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, a amplatzer amulet left atrial appendage (laa) occluder was chosen to be implanted into a anterior "chicken wing" laa utilizing a 12f amplatzer torqvue delivery sheath. The anatomy was very tourtous and the sheath went through the back wall of the appendage. When the amulet was advancing through the delivery sheath, the sheath was slightly pulled out of place in the laa. The sheath was pushed forward to reposition but it was pushed too much and the sheath punctured the back wall of the laa into the pericardium. The sheath was then removed and pericardiocentesis was performed and recycled through groin access. 1000 ml of fluid was removed from the pericardium and recycled. The patient developed cardiac tamponade, so the patient was then sent to surgery to stabilize the effusion. The patient is reported to be stable and discharged. Based on the information received, the cause of the reported incident appears to be related to patient anatomy and procedural conditions. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.